Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had not used the pump for the past month and when customer turned on the pump, the time/date were inaccurate. There was no adverse impact to customer's blood glucose. Customer corrected the time/date successfully.